Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.